Event description:
Patient reported a pump malfunction that had occurred "about one month ago." Patient reported that they began to experience an increase in pain and withdrawal symptoms. They went to the emergency room and reportedly suffered a "myocardial infarction". The patient reports their pump managing physician did a dye study and a "scan that showed the valves" as a result of this incident. The patient was unable to provide the result of the scan. The patient reported that "the dye study was inconclusive" and stated that the doctor felt it was "more difficult than usual to push the dye through the catheter". The patient's pump was reportedly empty and off at the time of the report. The patient reports that they did not experience any falls, accidents, or MRI's prior to this incident. The patient referenced a statement that "was made by the FDA that states CPAP machines should not be used by those with implanted pumps." The patient inquired if the CPAP machine could have affected their pump to which technical support advised that the events appeared to be related to the patient's catheter. Per follow-up with the physician's office, the receptionist reported that an underinfusion volume discrepancy was noted. The patient reported symptoms of withdrawal, and an additional underinfusion volume discrepancy was observed a week after the first. A day later, a dye study was performed and the notes from this appointment state that "the catheter was cleared at the dye study". The pump was then drained, turned off, and the patient was prescribed orals. The physician reportedly wanted to stabilize the patient before deciding how to proceed with the pump. The appointment notes also noted that philips had contacted this patient to make them aware of the urgent medical device correction for their CPAP machine. No further information was provided.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device remains implanted and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).